Event description:
As ent was performing nasal septoplasty, he was handed the columellar clamp and the patient's nose was clamped. Surgeon noted a roller bar missing on the clamp. X-ray study done, no part of instrument retained. No patient harm.what was the original intended procedure?nasal septoplasty, bilateral outfracture and coblation of the inferior turbinates, bilateral intranasal endoscopic anterior ethmoidectomies with supraturbinate antrostomies.device #1is this a laboratory device or laboratory test?no.